Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a 45 psi leak in 5 minutes during a helium leak test. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. Since a helium leak was confirmed, the parts were replaced. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during a functional check prior to delivery of the unit, the cardiosave intra-aortic balloon pump (iabp) had a 45 psi leak in 5 minutes during a helium leak test. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d10, e2, e3, g4, g7, h2, h10, h11. Corrected fields: a1, b5, b6, b7, d11, e1 (initial reporter, event site email), g3 (remove user facility),h6 (health effect ¿ impact codes). The getinge field service engineer (fse) replaced the helium tubing assembly then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The removed helium tubing assembly was returned for evaluation. Investigation was performed by technician of the maquet national repair center (nrc). The nrc installed the helium tubing assy. P/n 0004-00-0103-02 into the cardiosave test fixture serial number (B)(6) and tested the helium tubing assy. To factory specifications per the cardiosave service manual part number 0070-00-0639 revision q. The nrc verified the failure of the helium tubing assy. Failure (helium leak greater than 45 psi) . Retaining the helium tubing assy. In the nrc per procedure (B)(4).